Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed by CT scan and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: encapsulation, curved opening on radius and weight within specification. A visual and microscopic analysis was performed which identified a sharp crease opening on radius and crease folds. Based on the device analysis the final assessment is: sharp crease opening on radius due to fold flaw opening.

Event description:
Physician reported right side rupture confirmed by CT scan and MRI. The device has been explanted.